Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported several cases of toxic anterior segment syndrome/inflammation/endophthalmitis following intraocular lens (iol) implant procedures dating back to late 2017. The reporter did not specify which adverse event mentioned was related to this specific case. Additional information was provided indicating that no cultures were performed for this specific case. Additional information was provided by the surgeon, who reported that the patient presented 4 days post op with severe anterior segment inflammation and vitritis. The patient developed conjunctival inflammation, 3+ aqueous cell and a hypopyon. She experienced orbital pain, cloudy vision, photophobia and 2+ corneal edema. She was referred immediately to a retina consultant, who performed an intravitreal injection of antibiotics. She was diagnosed with endophthalmitis and vitreous inflammation. The intervention was effective and the outcome of the event has resolved. No cultures were performed. In the surgeon's opinion, the cause of the event was possibly related to an aborted primary incision and creation of new superotemp incision. The primary temporal incision was aborted prior to penetration into the anterior chamber due to anterior tearing of one of the sides of the incision. A second incision was made just superotemporal the first one and the procedure was completed uneventfully.